Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, he experiences glare and starbursts. He was prescribed a topical steroid to try to clear it up. There are two medical device reports associated with this consumer. This report is associated with the right eye.

Event description:
Additional information was provided by the patient that he is still having dry eye and acuity issues. He was prescribed astigmatism glasses which made a significant difference.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that he had a yag with no change in the cloudiness and vision issues.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.3., b.5., d.6., h.1., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer that he was treated for dry eyes. The issue has not improved. The consumer sought a second opinion and was told he needed a yag for a film over lenses.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that in his opinion residual refractive error, posterior capsule opacification, and unreasonable patient expectation caused or contributed to the event. There was no patient harm. The patient has sought the care of another provider.